Manufacturer narrative:
The text on the display screen was found to be dim and reddish.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
.

Event description:
There was reportedly a dim/faded/color spectrum issue with the display screen.

Event description:
On (B)(6) 2014, the reporter contacted animas stating the display screen was damaged and was unable to view the screen. The patient reportedly experienced a blood glucose (bg) value of 3mmol/l and felt unsteady and wobbly when standing and walking. This complaint is being reported because the patient experienced a hypoglyemic event while using insulin pump therapy and due to the alleged display issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: a review of the last basal delivery was on (B)(6) 2014 at 8:54am, followed by a 2 day manual ¿call service (cs)160¿ suspend warning. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The returned battery cap and test cartridge cap were used to complete the investigation. The display film lens was found to be scratched; however the display screen was readable. The pump reflected 24 units after a 24 hour on 1unit/hour basal program. There were no delivery issues found with the pump during testing. There was no damage found to the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.